Manufacturer narrative:
Investigation pending.

Event description:
Caller alleging receiving discrepant inratio value on one patient, on lot/meter. On (B)(6) 2014: inratio 2.6, lab inr 6.08. Ten minutes between testing. Patient's therapeutic range 2-3.